Manufacturer narrative:
No sample has been returned for evaluation for the report of not as effective; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. The root cause could not be determined. The manufacturer internal reference number is (B)(4).

Event description:
A customer reported knives are not effective. Additional information has been requested.